Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The instrument was generating "backwash tank not full" errors when the leak was noticed. The volume of the leak was a few milliliters and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing through pinch valve vl107b. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).